Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with automated peritoneal dialysis (pd) therapy. It was not reported if the hernia was present prior to the start of pd therapy. The hernia was manifested by bulging and was located in the left side of the abdomen. The caregiver reported per the physician, the cause of hernia was related to performing pd therapy; specifically, due to fills and ongoing changes in essure in the belly. It was reported the patient was hospitalized and had the hernia surgically repaired. On an unreported date, pd therapy was discontinued and hemodialysis was started. At the time of this report, the patient was recovered from this hernia event and hemodialysis was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.